Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Nurse reported via phone call hospitalization due to high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Nurse advised the customer was on insulin drip and now that they are wearing the insulin pump their blood glucose is starting to rise. Nurse advised customer was wearing the insulin pump when admitted into the hospital. Troubleshooting for high blood glucose was performed. Customer was advised to remove the reservoir, rewind, reinsert reservoir and run manual prime. Customer advised insulin did exit which shows the device is doing what it is supposed to.